Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after use of viscoelastic product in two separate cataract surgeries, two patients experienced toxic anterior segment syndrome (tass). Additional information has been requested.